Event description:
Numbness in lower extremities/legs, knee, feet etc, poor circulation in both hands numbness, and tingling lack of coordination when walking, difficulty walking, urinary tract infection, loss of sensation in hands and feet, paralysis. Used 1970 - 2009.